Event description:
The event involved a 7" pressure infusion (400 psig) ext set w/microclave® clear, purple clamp, rotating luer, bulk non-sterile. The complaint states that one male connector broke during patient use. There was no report of any human harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
D9 - additional information. Investigation summary: the reported complaint of a broken male luer could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed, and a probable cause cannot be determined. No lot received for a device history review.